Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was in back-up mode due to a software related reset. The ICD was successfully reprogrammed and restored. The patient condition was unknown.